Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lung volume reduction surgery, they assembled the shell and adaptor and the green indicator lights showed fine, however, when the staple reload was attached, the whole screen went green and the device could only open and close but there was no information on the screen as it hone gone green while being use on a very first firing. No articulation and would not fire but the surgeon was able to press the green button and squeeze the handle. They used another handle and into the shell and reassemble but the same thing happened. Then they tried another handle and again the reload was only able to be opened and closed but would not fire. The surgery time was extended to 30 minutes and more because they tried problem solving in many ways. There was no injury caused to the patient and no medical intervention was required.